Manufacturer narrative:
Received only the catheter for evaluation. The reported event was unconfirmed as the problem could not be reproduced. The exterior of the sample was visually inspected and did not find any evidence of a failure that would support the reported event. Per the functional testing, the sample was examined and did not find any holes, rips or tears. Water was introduced into the drainage eye and did not find any leakage from the distal end of the sample. The balloon was then inflated with air while submerged in water, and there were no bubbles to indicate a leak. The sample was inflated with 10cc of water and a leak test was performed. On the seventh day, the balloon was fully inflated with no signs of leaking. Per the dimensional evaluation, the shaft of the catheter was measured and found that the catheter was manufactured within the specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "contraindications method for use: do not reuse. Do not resterilize. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on the seventh day of use, there was no urine flow, from the catheter to the drainage bag. Subsequently, a urine leak was observed from urethral meatus. The catheter was removed and replaced; after which, a large amount of urine flowed from the patient into the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that on the seventh day of use, there was no urine flow, from the catheter to the drainage bag. Subsequently, a urine leak was observed from urethral meatus. The catheter was removed and replaced; after which, a large amount of urine flowed from the patient into the bag.